Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that on (B)(6) 2011 at 10:30am he obtained blood glucose readings of "6 and 11 mmol/l" with the subject meter performed within a few minutes of each other. The patient also reported that on (B)(6) 2011 he obtained blood glucose readings of "12.2 and 6.3 mmol/l" with the same meter performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. The patient informed the ccr that he tests his blood glucose "two dozen times a day" and manages his diabetes with lantus and novorapid insulin 3x/day prior to meals. The patient confirmed he adjusts the novorapid insulin based on his blood glucose readings. On (B)(6) 2011, the patient claimed he administered 7 units of insulin based on the reading of "11 mmol/l" and on (B)(6) 2011 he reported taking 8 or 9 units of insulin after obtaining second result of "6.3 mmol/l." The patient claimed that on both days, at an unspecified time prior to testing he had developed symptoms of "cold sweats, shaking, irritable and blurred vision." The patient informed the csr that he associated the symptoms with a low glucose; however, the patient confirmed did not eat or take anything in response to the symptoms and just had his regular meals that day. The patient informed the csr that his blood glucose varies and generally falls between "7.0 and 14.0 mmol/l." At the time of troubleshooting, the patient no longer had the strips available or control solution to test the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after obtaining alleged inaccurate readings with the subject meter.